Event description:
It was reported that the patient had a fall sometime after the device change out. It was noted that post-operatively impedances were fine but a health care professional (hcp) checked today and all showed over 20,000 ohms. It was noted that the reporter did not have the exact date of the fall. It was noted that the right side, contacts 8 through 11, were all over 20,000. It was noted that the patient had a return of symptoms. It was noted that a revision would be scheduled and the reported would call back if they learned more. Additional information received reported that nothing had been done yet. Additional information received reported that the patient had a revision and the pocket incision was opened. It was noted that with x-ray they were not able to see any change or break in the system. It was noted that the left lead was removed from the device header, cleaned and dried, and placed back. It was noted that the setscrew was tightened and the impedance was measured again and everything was found to be within normal range. It was noted that the patient¿s device was reprogrammed to its previous setting and the patient was doing fine in the recovery room. It was noted that the tremor that was noticeable when the patient had a problem was completely gone.

Manufacturer narrative:
Product ID 3389s-40, lot# v591420, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v591420, implanted: 2010 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator had "problems." The device had a short in it and two weeks later it was replaced. The patient stated that this happened "about two months ago."